Event description:
(B)(4). Same case as MDR ID: 2134265-2013-06635. It was reported that post procedure of a percutaneous coronary intervention, atheroemboli and myocardial infarction occurred. Clinical status assessment on (B)(6) 2013 identified the patient's qualifying condition as unstable angina and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was located in the mid right coronary artery (rca) with 70% stenosis and was 18 mm long with a reference vessel diameter of 3.00 mm. Target lesion #1 was treated with pre-dilatation, placement of 3.00 x 20 mm study stent. Following post dilatation, 0% residual stenosis. Target lesion #2 was located in the 1st diagonal with 80% stenosis and was 18 mm long with a reference vessel diameter of 2.50 mm. Target lesion #2 was treated with pre-dilatation, placement of 2.50 x 20 mm study stent. Following post dilatation, the residual stenosis of 0%. One day post procedure, the patient developed myocardial infarction (mi) cardiac enzymes were noted to be elevated consistent with protocol definition of mi. Troponin was mildly elevated post procedure and likely represent small periprocedure non-st segment elevation mi (nstemi) secondary to atheroemboli at stent deployment. Medication was given and hospitalization prolonged in response to the event. Five days post procedure, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).